Event description:
The complainant reported the rotator of the hpf480k high pressure tubing from the kit is bursting.

Manufacturer narrative:
Suspect device not returned. If more data becomes available, a follow-up report will be submitted.